Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the right artery. The 83% stenosed, 13mmx3.0mm, eccentric, restenosis target lesion was located in the moderately tortuous and severely calcified right coronary artery. The lesion contained >45 and <90 degrees bend. Following pre-dilation was performed with a 2.75x15mm emerge balloon catheter, a 3.00 x 16mm synergy¿ drug-eluting stent was advanced to treat the lesion. When the device was advanced, it was noted that it was r"eplaced from the mark" and the stent was dislodge. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.